Event description:
It was reported about one month prior to report the patient fell in his wheelchair and his programmer landed in the water. The programmer had not worked since the fall. It was stated the therapy had not worked since the fall, he had accidents and wet his pants.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# j0349005v, implanted: (B)(6) 2004, product type: lead. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3095-10, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. Product ID: 3031a, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).